Manufacturer narrative:
The reported event of increase of pain at the ipg site cannot be confirmed through product testing alone. The retuned ipg was functionally evaluated and passed all testing, including stimulation output and impedance testing. No anomalies which could have contributed to the reported event were identified. The cause of the event remains unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing severe pain at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted. This addressed the issue.